Manufacturer narrative:
This adverse event is deemed a serious injury as it required a surgical intervention to remove a piece of the urinary catheter balloon that had been left in place in the bladder. The balloon had failed to deflate when an attempt was made to remove the device prompting the end user to fill it with some more water in order to burst it to aid in its removal. Additional information has been requested from the facility but no new details have been provided. Reported to the FDA on (B)(4) 2013.

Event description:
Unable to deflate balloon. Balloon was filled with water until it burst inside patient. Surgery was required to remove broken piece of balloon.